Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received anti-tachycardia pacing (atp) for ventricular tachycardia (vt). The atp did not covert the vt. The device then delivered a 41 joule shock which accelerated the rhythm into ventricular fibrillation (vf). The patient received a second shock which successfully converted the rhythm. The patient experienced a syncopal event during this episode.

Manufacturer narrative:
Technical services discussed atp programming. Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.